Manufacturer narrative:
The manufacturer had previously reported that a device had been returned to a third party service center and an issue involving the sensor board was observed. The sensor board was observed to have dust contamination. There was no problem or failure found with the device.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the sensor board was observed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.